Event description:
The manufacturer received information alleging a service required had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high, was observed on the device's error log. The third-party service technician evaluated and determined that the machine flow sensor had caused the service required to occur on the trilogy evo device. In conclusion, the machine flow sensor needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower needs replacing to address another system error, event motorcontrol force shutdown, that was observed on the device's error log. This was unrelated to the reportable issue. The system printed circuit assembly (pca) needs replaced to address another error code, drift debug, that was observed on the device's error log. This was unrelated to the reportable issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Manufacturer narrative:
The reported failure of machine flow sensor is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, h319101904ae1 review confirms that the device met the final acceptance criteria and was released for final distribution.